Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the peak phase of stress echocardiography study using a stationary bicycle, the studies were lost. Although the images were missing and unrecoverable, the study was not repeated. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint for stress echo studies being lost after exam was investigated. Engineering reviewed the log files and could not reproduce the issue. They found that all the post images, including the peak phase were available in the study. Engineering confirmed that there was no data loss at alleged by the customer and it cannot be determined why the customer assumed the data was lost. The investigation results are inconclusive. A root cause of the issue could not be identified. Complaint reference #: (B)(4).